Event description:
It was reported that this patient was sitting at their office desk when a single inappropriate shock was delivered from this subcutaneous implantable cardiac defibrillator (s-ICD) system in the primary sensing vector. The patient presented to the emergency department and was hospitalized for further testing. It was hypothesized that the shock was delivered due to sense node b artifact over-sensing. Thorough provocative maneuvers and isometrics were performed, which reproduced the signal in the primary sensing vector, but not the secondary sensing vector. Additionally, diagnostic imaging was performed which showed the appropriate system placement and no integrity issues. The device data was forwarded to boston scientific technical services (ts) for additional review. It was discussed that the signal was most likely related to suspected sense node b artifacts and a difficult intrinsic rhythm. Ts also provided additional isometrics and troubleshooting options to assess the s-ICD system. There was additional evidence of myopotential over-sensing in the secondary vector, but this was appropriately marked. Due to the non-reproducible signals in the secondary vector, ts concurred with the physician decision to reprogram the device to this vector. The s-ICD was reprogrammed, and the patient was discharged to continue with remote monitoring. Recently, another untreated stored episode due to myopotential over-sensing was observed. Ts was contacted again and provided potential programming options, such as remaining programmed in the secondary sensing vector with x2 gain control. The patient was subsequently evaluated in-clinic where provocative maneuvers and isometrics were performed. The noise was reproducible while the patient performed a movement, similar to cello playing, which occurred at the time of the inappropriate shock. The physician reprogrammed the device and forwarded the data to ts for review. It was determined that the programmed secondary vector still had evidence of myopotential noise with sporadic over-sensing during positional testing. However, it was stated that the current gain setting of 2x may help reduce further over-sensing and there have not been recorded noise episodes since reprogramming. The physician is continuing with remote monitoring. At this time, the s-ICD remains implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient was sitting at their office desk when a single inappropriate shock was delivered from this subcutaneous implantable cardiac defibrillator (s-ICD) system in the primary sensing vector. The patient presented to the emergency department and was hospitalized for further testing. It was hypothesized that the shock was delivered due to sense node b artifact over-sensing. Thorough provocative maneuvers and isometrics were performed, which reproduced the signal in the primary sensing vector, but not the secondary sensing vector. Additionally, diagnostic imaging was performed which showed the appropriate system placement and no integrity issues. The device data was forwarded to boston scientific technical services (ts) for additional review. It was discussed that the signal was most likely related to suspected sense node b artifacts and a difficult intrinsic rhythm. Ts also provided additional isometrics and troubleshooting options to assess the s-ICD system. There was additional evidence of myopotential over-sensing in the secondary vector, but this was appropriately marked. Due to the non-reproducible signals in the secondary vector, ts concurred with the physician decision to reprogram the device to this vector. The s-ICD was reprogrammed and the patient was discharged to continue with remote monitoring. Recently, another untreated stored episode due to myopotential over-sensing was observed. Ts was contacted again and provided potential programming options, such as remaining programmed in the secondary sensing vector with x2 gain control. The patient was subsequently evaluated in-clinic where provocative maneuvers and isometrics were performed. The noise was reproducible while the patient performed a movement, similar to cello playing, which occurred at the time of the inappropriate shock. The physician reprogrammed the device and forwarded the data to ts for review. At this time, the s-ICD remains implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient was sitting at their office desk when a single inappropriate shock was delivered from this subcutaneous implantable cardiac defibrillator (s-ICD) system in the primary sensing vector. The patient presented to the emergency department and was hospitalized for further testing. It was hypothesized that the shock was delivered due to sense node b artifact over-sensing. Thorough provocative maneuvers and isometrics were performed, which reproduced the signal in the primary sensing vector, but not the secondary sensing vector. Additionally, diagnostic imaging was performed which showed the appropriate system placement and no integrity issues. The device data was forwarded to boston scientific technical services (ts) for additional review. It was discussed that the signal was most likely related to suspected sense node b artifacts and a difficult intrinsic rhythm. Ts also provided additional isometrics and troubleshooting options to assess the s-ICD system. There was additional evidence of myopotential over-sensing in the secondary vector, but this was appropriately marked. Due to the non-reproducible signals in the secondary vector, ts concurred with the physician decision to reprogram the device to this vector. The s-ICD was reprogrammed and the patient was discharged to continue with remote monitoring. Recently, another untreated stored episode due to myopotential over-sensing was observed. Ts was contacted again and provided potential programming options, such as remaining programmed in the secondary sensing vector with x2 gain control. At this time, the s-ICD remains implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient was sitting at their office desk when a single inappropriate shock was delivered from this subcutaneous implantable cardiac defibrillator (s-ICD) system in the primary sensing vector. The patient presented to the emergency department and was hospitalized for further testing. It was hypothesized that the shock was delivered due to sense node b artifact over-sensing. Thorough provocative maneuvers and isometrics were performed, which reproduced the signal in the primary sensing vector, but not the secondary sensing vector. Additionally, diagnostic imaging was performed which showed the appropriate system placement and no integrity issues. The device data was forwarded to boston scientific technical services (ts) for additional review. It was discussed that the signal was most likely related to suspected sense node b artifacts and a difficult intrinsic rhythm. Ts also provided additional isometrics and troubleshooting options to assess the s-ICD system. There was additional evidence of myopotential over-sensing in the secondary vector, but this was appropriately marked. Due to the non-reproducible signals in the secondary vector, ts concurred with the physician decision to reprogram the device to this vector. The s-ICD was reprogrammed and the patient was discharged to continue with remote monitoring. At this time, the s-ICD remains implanted and no additional adverse patient effects were reported.